Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown concentration of dilaudid at 10 mg/day via an implantable. The indication for use was not provided. It was reported that since late last year (in 2019) the patient started falling all the time and had pain in their leg, hip, and foot. The patient reported they went to their healthcare provider's office and learned the pump was not delivering the medication. The patient reported the doctor took out the medication and there was too much medication left in the pump. It was noted this occurred on three separate occasions. The patient noted they had a history of back surgeries and they were also on 10 mg of oral oxycodone. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.